Event description:
It was reported that a patient experienced shortness of breath, multiple cardiac arrests and subsequently died coincident with peritoneal dialysis therapy. The cause of death was reported to be due to a cardiac arrest. On the same date as death, the patient went to the emergency room (ER) due to experiencing shortness of breath and generally not feeling well. While in the ER, the patient suffered multiple cardiac arrest events. Treatment for the events was not reported. Due to the severity of the patient¿s condition, the patient was transferred to a larger ER at a different location where the patient died. It was unknown if therapy was ongoing prior to death; however, the patient was not performing therapy at the time of death. An autopsy was not performed. It was unknown if a death certificate is available. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the death was not reported until after the device had been serviced, a complete device analysis could not be performed. However, a review of the event history log revealed no system errors, anomalies, hardware device failures or increased intra-peritoneal volume (iipv) events that could have caused or contributed to the reported death. Review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. It was noted that the device passed previous testing and was found to meet electrical performance specification requirements. The device failed functional performance specification requirements due to an unrelated issue. Upon conclusion of the investigation, no malfunctions, abnormalities or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.